Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a signal artifact monitoring (sam) episode due to possible oversensing of respiratory rate trend (rrt) sensor. The rrt feature was disabled by sam. Technical services (ts) was consulted and provided assistance reenabling rrt. No further patient or device info was available at the time. This device remains in service. No adverse patient effects were reported.